Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the impedance was taken when the lead was explanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). Uploads were generated from the clinician programmer unit during a programming session with the patient. A report dated (B)(6) 2014 showed all 15 electrodes were involved with the impedances issues as measurement at 0.7 volts. It was noted that a report dated (B)(6) 2014 showed all impedances in range. If additional information is received, a follow-up report will be sent.